Manufacturer narrative:
Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in franklin lakes, nj has been listed in sections d.3. And g.1. And the franklin lakes FDA registration number has been used for the manufacture report number. H.6. Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation.

Event description:
It was reported that during use with an unspecified bd pen needle the needle was blocked and unable to deliver insulin. Needle was replaced and no additional impact to patient. The following information was provided by the initial reporter, translated from chinese to english: on (B)(6) 2023, the patient purchased the insulin needle from the outpatient department. When the needle was used on (B)(6) 2023, it was found that the needle was blocked, resulting in the injection failure. After the patient changed the needle, the needle could be used normally, no serious adverse consequences caused.